Event description:
Covidien received information that, during patient use, the ventilator entered a ventilator inoperative condition. The patient was removed from the ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) evaluated the device and found the ventilator to have a faulty flash card. The flash card was replaced to resolve the reporter issue. The device passed all performance testing according to manufacture specifications.

Manufacturer narrative:
(B)(4).